Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 04.615.602s, lot: l277972, manufacturing site: mezzovico, release to warehouse date: 10. Feb. 2017, expiry date: 01. Feb. 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: mni, kwp, mnh. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the primary surgery for occipito-cervical fixation (o-c fusion) between the occipital bone and thoracic spine, treating cerebral palsy. Postoperatively on an unknown date it was discovered that the plate was broken. Bone fusion remained incomplete, so the surgeon performed the revision procedure on (B)(6) 2021. The surgeon pointed out more body movements (one of the characteristics in cp) as a possible cause of the event. No further information is available. This report is for one (1) ti occipital plate-medial 60mm width for 4.0mm rods. This is report 1 of 1 for complaint (B)(4).